Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that mishandling of the customer or the phenomenon occurred due to wear and damage associated with increase of used hours. However, a definitive root cause could not be determined. Reprocessing was completed before the instrument was sent to the repair center per the user's manual. Per the contents of the instruction manual, it is likely that occurrence of the phenomena can be prevented by the description below: "warnings and cautions" ¿do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient¿. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and the evaluation found the following: elevator channel plug (t-nut) is loose; due to wear of forceps elevator lever, up down knob cannot be locked securely; scope body has a crack; switch1 has a cut; forceps elevator has a scratch; due to deformation of scope connector, water tightness is lost; there is a gap between acoustic lens and ultrasound probe; acoustic lens has a scratch. (Damage level; does not reach to the glue layer); adhesive on bending section cover or distal sheath rubber has a discolored area; due to wear of angle wire, bending angle in upwards direction does not meet the standard value; due to wear of angle wire, bending angle in down direction does not meet the standard value; due to wear of angle wire, bending angle in right direction does not meet the standard value; due to wear of angle wire, bending angle in left direction does not meet the standard value; due to a dent on bending tube, bending angle in upwards direction exceeds the standard value; and ultrasonic probe is loose. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device evaluation, the gastrovideoscope exhibited gap between acoustic lens and ultrasound probe. There were no reports of patient involvement.